Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012864340); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012840437); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve implantation procedure, a pre-procedural computed tomography scan was conducted for annulus sizing, which indicated the use of a 29 millimeter valve. During fluoroscopic assessment, crown overlap up to node 3 was observed. The native valve was heavily calcified and the procedure was performed without pre-dilatation. Subsequently, two repositioning attempts were required to achieve the correct position. The valve was deployed, and after release, a longitudinal infold along the entire axis of the valve was observed. Post-dilatation was performed using a 23 millimeter non-medtronic balloon, during which the implanted valve dislodged. A second valve was implanted while the first valve was secured in place with a snare. The second valve did not show an infold.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail. Prior to the valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve dislodged out towards the aorta and was located between the supra-aortic trunks and the sinotubular junction (stj). A procedure delay occurred due to infold and dislodgement. The patient's hypertrophic ventricle may have contributed to the dislodgement.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.